Event description:
Information was received that device had lec 1260 then error 1261 during testing; no patient involvement.

Manufacturer narrative:
A sample was received to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The event history log was unavailable for review. Functional testing of the device confirmed the reported problem. On power up, the pump displayed an error message related to a defective microprocessor unit board. The board was replaced. The root cause of the failure was unable to be determined. D5 and e4 are unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other text: a sample was received to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The event history log was unavailable for review. Functional testing of the device confirmed the reported problem. On power up, the pump displayed an error message related to a defective microprocessor unit board. The board was replaced. The root cause of the failure was unable to be determined. No information has been provided to date. This remediation MDR was generated under protocol (B)(4).